Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer tried to recalibrate the exhalation pressure transducer, but it would not accept the a/d count of 0cmh20. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator was having an alarm xdcr fault. Furthermore, there was no patient associated with the reported event.